Manufacturer narrative:
One used blade was returned for evaluation. The returned blade assembly was evaluated for shedding (seizing, broken, non-operative). The inner and outer blade subassemblies were evaluated for dimensional conformance and found to meet design specification for total indicated runout of the subassemblies. The outer blade tip and tube alignment were within specification. However it was observed that there was a significant degree of splay at the inner blade edgeform. This splay is typically caused by the stresses induced in the blade tip, during forming, and released once the edgeform is cut into the tip. The splay caused a reduction in the gap between the inner and outer blade tips resulting in friction and galling of the material, leading to shedding (seizing, broken, non-operative). Additionally, steps at the assembly process have been initiated to screen for blade friction prior to packaging. A review of the device history records was performed which confirmed no inconsistencies. A root cause was determined to be a manufacturing issue which has since been addressed. No further investigation is warranted at this time. (B)(4).

Event description:
During an arthroscopic procedure it was reported that metal abrasion was noticed in the joints. The debris was irrigated from the knee by flushing the sutured space surrounding the knee. There was a one minute time delay reported.